Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non conformances noted. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation during surgery valve disconnection. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: not observed damage. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side deflation during surgery (valve disconnection). Device was not implanted.

Event description:
Physician reported, left side deflation, during surgery (valve disconnection). Device was not implanted.